Manufacturer narrative:
Findings: unit received with black display due to corroded electronic assy. The motor and battery tube found with traces of corrosion. Unit received with cracked case on the back at the battery tube area. Unit received with broken battery tube threads. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the battery connection is broken.